Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of setting up a new insulin pump but blood glucose remained high. Customer's blood glucose ranged from 299 mg/dl to 540 mg/dl. During troubleshooting, it was found that customer did not program basal delivery and bolus was not programmed correctly. Customer received assistance.